Event description:
The patient reportedly was traveling from (B)(6) during the month of (B)(6) 2011. On (B)(6) 2011, the patient's blood glucose dropped to 50 mg/dl and was hospitalized. Reportedly, he had seizures for 7 hours. His blood glucose elevated to 400 mg/dl after the seizures. The reporter claimed the patient was in a coma for 10 days. The healthcare provider feels that the incident may have been due to the stress on his body from the long road trip. The animas representative performed troubleshooting to evaluate the animas pump and to assess the cause of the patient's alleged low blood glucose. The reporter stated that the patient's diet was altered during the road trip. There was no product misuse. It is not clear what contributed to the patient's alleged symptoms and the low blood glucose. The animas pump was requested to be sent back to animas for investigation. The patient is currently on the replacement pump to manage her diabetes. This complaint is being reported because the patient allegedly was hypoglycemic and required medical intervention at the hospital while he managed her diabetes with the animas insulin pump.

Manufacturer narrative:
(B)(4) - the pump was returned to animas and evaluated by product analysis on (B)(4) 2012: no defect was found. The pump powers up normally. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The battery and the cartridge compartments and caps are intact and able to tighten securely. Performed numerous 'ez-prime' operation successfully. Force sensor calibration reading is within specification. Pump ran for 24hrs and passed a 29 hour flow accuracy test and found to be delivering within required specifications . The pump was opened, no damage was found to the force sensor circuit or to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
On 06/28/2012, additional information was reported by the patient about the incident reported in (B)(4) 2011. The patient corrected the date of the event by saying that it occurred in (B)(6) 2011. The patient stated that there was a crack in the battery compartment at the time of the event, and that he had taped the battery cap to the pump with electrical tape. The patient reported that the pump was rebooting due to this issue. He said that he was connected to the infusion site during each time he primed but cannot remember how many times this occurred or how much insulin he may have received. The patient reported that he had a grand mal seizure and was in a coma for 3 ½ weeks during this hospitalization. The patient alleged that he was never trained to be disconnected from the pump during the rewind/load/prime sequences. And he denied any long-term effects from the coma, seizure, or hospitalization. Customer technical support provided pumping safety instructions to the patient.